Event description:
On 10/31/96, the MFR was notified that a model 325 pulse generator was being returned after it was unable to be interrogated. An ipg test was performed and the device still had "no output." On 11/1/96, the co received the device and an investigation was conducted. The subject device was in the possession of the co sales rep as part of his sales inventory. Sales rep is identified as the initial rptr.